Event description:
It was reported that the pt underwent spinal surgery from l3-s1. Three of the longitude inner sleeves disengaged from the screw head during rod insertion. The reduction extenders, inner sleeves and guidewires were removed. The remaining five extenders and inner sleeves were used to complete the rod placement without further incident. Upon inspection, after surgery, all of the inner sleeves were found to have bent tips and would not engage the screw properly. The surgery time was extended approx 1.5 hours.

Manufacturer narrative:
(B) (4): the inner sleeve was returned for evaluation. Visual examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of specification approx 0.9 - 1.7mm at the mas head retention features. Visual and optical examination of the instrument did not reveal any material damage in terms of fracture, cracking, or wearing. Analysis findings indicated that the instrument may have been subjected to aggressive release technique resulting in the foregoing event.